Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device was returned to w. L. Gore for investigation. The device evaluation showed the following: the lockwire was separated from the lockwire handle, and the lockwire connector was broken. Graft material was observed to be bunched near the proximal and distal ends of the device, likely due to angulating the device. With the catheter held straight the lockwire was able to be removed. During testing for design validation, process qualification, and ongoing quality control testing, devices are tested in anatomical models representative of cmds indicated use. Based on the evaluation, the reported difficulty and inability to remove the lockwire could not be confirmed. There is potential that off-label use in an antegrade hybrid fashion may have contributed to the reported event. There was no indication of any damage or manufacturing anomaly that could relate to the reported event description. The findings of this evaluation could not confirm these reported observations. Based on the event description and device evaluation, no manufacturing deficiencies were identified and no CAPA request is required. Events will continue to be monitored.

Event description:
It was reported that the patient presented with a type b dissection in the thoracic aorta that was treated with the implantation of an elephant trunk and a gore® tag® conformable thoracic stent grafts with active control system (tgm) in a hybrid procedure. It was stated that the tgm was successfully deployed to intermediate diameter. It was intended to deploy to full-diameter by using the secondary deployment handle mechanism which appeared to be blocked. It was not possible to continue the deployment. It was decided to remove the device and to use a new tgm to successfully complete the procedure. Additionally it was indicated that the deployment access hatch was not used. The patient tolerated the procedure. According to the physician, the problems with the deployment handle did not affect the procedure or the patient.